Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the oxygen sensor and the ventilator passed testing. The device was then placed back in service at the user facility.

Event description:
It was reported that during patient use, a ventilator displayed an oxygen alarm. The patient was transferred to an alternate device. The patient was not harmed as a result of the event.